Manufacturer narrative:
Investigation is ongoing. Device discarded.

Event description:
As reported by field clinical specialist, a patient underwent a successful transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position. During the procedure, the commander delivery system balloon ruptured while deploying the valve at the very end of inflation. The rupture occurred in a linear fashion. The balloon was able to be retracted out of the sheath without complication and the patient was stable upon case completion.

Event description:
As per follow-up with the fcs, the balloon was fully inflated when it burst. There was no extra volume added to the balloon prior to inflation.

Manufacturer narrative:
Updated: a2, a4, b4, b7, g3, g6, h2.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for balloon burst was confirmed from provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, the patient had mild calcification in the stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.